Event description:
Customer mentioned the soft picks keep breaking very easily, they are breaking in half during one use (specifically breaking in half at the neck) and the green part is tearing of the pick during use and they have to use multiple picks during one use.